Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm. His blood glucose level was 172 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in history due to history file was overwritten. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked case at the display window corner and minor scratched lcd window.